Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial (ra) lead of 3000 ohms, with loss of capture at high capture thresholds. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected description.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial (ra) lead impedance of 3000 ohms, with loss of capture at high capture thresholds. This ICD system remains in service. No adverse patient effects were reported.